Event description:
It was initially reported that the physician wanted to add another lead to the patient's existing implantable neurostimulator (ins). Follow up information received reported that the physician attributed the event to the failure of the ins battery to hold a charge. It was also noted that the physician attempted to implant an additional lead to supplement and get better stimulation coverage but had to abort the procedure due to thick adhesions. The patient outcome was reported as recovered without sequelae. The patient was going to be referred to neurosurgery for replacement of the ins and adding an additional lead. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID, 377745 lot# n0034942, implanted: 2005 (B)(6), product type lead product ID, 37742 lot# serial# (B)(4), implanted: 2005 (B)(6), product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension product ID, 355029 lot# n0028594, implanted: 2005 (B)(6), product type accessory. (B)(4).